Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that bradycardia was noted on telemetry and the right atrial (ra) lead exhibited possible intermittent far field r-wave (ffrw) oversensing on the electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.